Manufacturer narrative:
The product has not been returned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported, following intraocular lens (iol) implant, it did not correct her vision in the right eye and reports it being worse. The patient does not want to have to wear glasses. The patient returned to clinic and had a lens exchange approximately three months later. The patient reports her vision was foggy post lens exchange but it has now cleared up. She cannot read at near and distance is not as good. Additional information is requested.